Manufacturer narrative:
At this time, the device has not been returned. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that shock impedances on the non-boston scientific right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) increased suddenly to greater than 200 ohms. Noise was also noted on the shock channel. Approximately five months later, this ICD was explanted and the rv lead was surgically abandoned. The patient had a subcutaneous implantable cardioverter defibrillator system placed during the revision procedure. No additional adverse patient effects were reported.

Event description:
This report is being filed as the device has been returned and product evaluation has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.